Event description:
The pt underwent implantation of the synchromed pump in 1999 for intrathecal infusion of medication for non-malignant pain/failed back surgery syndrome. The pt began to experience increased pain and underwent explantation of the device after the health care professional determined the pump had stalled. The device has not been returned to the MFR for analysis. The pt underwent implantation of another synchromed pump on the same day and continues to receive the therapy.